Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, recorded signal artifact monitoring (sam) episodes due to oversensing related to the respiratory rate trend (rrt) feature signal on the right atrial channel. In addition, high out of range pacing impedances and high capture thresholds were observed for the ra lead, while right ventricular lead impedances remained within normal range. Technical services was consulted and noted ra oversensing and questionable capture following the sam episodes. The rrt feature was turned off and the physician commented about considering ra lead extraction. The field representative indicated the device was programmed to vvi 40, as atrial pacing was not required. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, recorded signal artifact monitoring (sam) episodes due to oversensing related to the respiratory rate trend (rrt) feature signal on the right atrial channel. In addition, high out of range pacing impedances and high capture thresholds were observed for the ra lead, while right ventricular lead impedances remained within normal range. Technical services was consulted and noted ra oversensing and questionable capture following the sam episodes. The rrt feature was turned off and the physician commented about considering ra lead extraction. The field representative indicated the device was programmed to vvi 40, as atrial pacing was not required. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.